Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed compromised force sensor system after releasing the act button during a set change. The customer¿s blood glucose level was unknown at the time of the incident. When the customer was changing the reservoir, insulin flowed out before the disconnect was completed. Troubleshooting was not completed although when a self test was completed, "rewind" was displayed on the pump on the first attempt. The customer was advised to discontinue use of the insulin pump and to revert to an insulin pen. The insulin pump will not be returned for analysis.